Event description:
Our masimo central stopped connecting to our secondary nurse notification. Alarms that would occur at the bedside would not transmit to the nurses' secondary notification system. Our technician called the hospital it and masimo and was able to get the issue resolved. Feedback from masimo was a slow down of the safety net system. Manufacturer response for computer, central station, masimo safetynet (per site reporter). Notes from masimo service report: description: all devices except for one devices are not connecting to the safetynet system on server 1. Notes: safetynet version (B)(4) logged into the customer's site and verified that only one device was connected to the system. Restarted the safetynet services and the devices were able to connect to the safetynet system. Regular patient monitoring resumed.